Event description:
The customer indicated that the ortho provue analyzer interpreted a test of a sample with a history of anti-e and anti-fya as negative. The customer repeated testing using the manual gel method and indicated that they observed positive results with the sample in question. Erroneous test results were not reported. The customer indicated that the results did not match historical test data and the results did not match testing performed using the manual gel method, preventing erroneous test results from being reported.

Manufacturer narrative:
Review of test materials provided by the customer has confirmed the complaint. No definitive root cause could be determined. Repairs have returned the analyzer to expected operation. This customer has not logged any similar incidents.